Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05609. It was reported the pt had not used her scs system in over two years. After she re-activated her scs system stimulation would shut off intermittently. An impedance check revealed low and invalid impedance. It was also reported the pt is no longer receiving adequate coverage. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.